Event description:
It was reported that the whisper extra support guide wire was being used in a very heavily calcified right coronary artery. A cutting balloon catheter and several other balloon catheters and guide wires were being used in order to treat the lesion site. Upon removal of the whisper extra support guide wire, it was noted that the tip was stuck in the heavy calcification and it separated. A snare device was used in order to retrieve the separated portion of the guide wire. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device and scanning electron microscopy (sem) analysis did confirm the guide wire separation. Sem analysis results suggest that the majority of the fracture may be attributed to ductile overload. A small elliptically shaped band (less than 3 microns deep) revealed features suggesting fatigue initiation along the outer surface. Based on the sem analysis and reported information, it is likely that the tip of the wire became entrapped within the heavy calcification contributing to the difficulty removing and the tip to separate. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected.